Event description:
Info received indicates the ground loss light is on.

Manufacturer narrative:
The hill-rom technician found the ground pin broken from the power cord plug. The technician replaced the plug to repair the bed.